Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+4.5/057 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens had rotated (not associated to a low vault) and was re-positioned. There was loss of best-corrected visual acuity. The lens was explanted on (B)(6) 2015 and was exchanged for another same model but different diopter lens. The lens exchange resolved the problem.

Manufacturer narrative:
(B)(4). Review of the file indicates that the lens was not implanted in accordance with the dfu requirements, acd below 3.0mm for vicl/vticl. Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. (B)(4).